Manufacturer narrative:
(B)(4). Describe event or problem - additional; additional information; event problem and evaluation codes - additional.

Event description:
The receiver data log was reviewed on 02/04/2016. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter, receiver and smart phone that occurred on (B)(6) 2015. Patient tried all of the troubleshooting steps before calling to report the incident and the issue was not resolved. At the time of contact, no injury or medical intervention was reported.